Event description:
It was reported that the charging pad did not charge the ilet, and the user believed the charging pad was broken; replacement supplies were shipped. Customer care provided support with replacement logistics. Investigation of this case revealed a suspected malfunction of the external charger consistent with failure to deliver charge to the device. No clinical symptoms during the event were reported. Outcomes included no impact to health and no alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the charging pad.